Event description:
Additional information received on 8-june-2023 via email: no patient involvement.

Manufacturer narrative:
H6 and h10 updated. One device was returned for investigation. The physical condition of the device was a corroded drain fitting, impact damaged pcb and a cracked tank cover. Functional testing was done where the tank was filled with water, the temp check was attached and the line cord was plugged in. The device was then turned on. It was confirmed that the device leaks from the drain fitting and the tank cover. The drain fitting and the tank cover were cracked which happened after the device left the manufacturing site. Root cause of the issue could not be confirmed. Device was beyond economical repair and will not be fixed. A manufacturing device history review was not done as the device is beyond a year from the manufacturing date. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI section of d4 is unknown, no product information has been provided to date. Date of event and operator of device is unknown, no information has been provided to date.

Event description:
It was reported that the fluid warmer was leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.